Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) (con): information was received from a friend/family member regarding a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient went to their physician a couple of weeks back and the physician increased the boluses from 4 per day to 6 per day. The patient stated that for about the last 3-4 days, when the patient boluses he was getting a lag at 90% and it took so long that he was not able to get all his boluses. The agent reviewed data and walked pt through how to delete the data. The patient was able to connect to the pump with no lag. The patient will call back if he needs further assistance. While on the call, the patient mentioned that since the increase in boluses,the patient will bolus but was not getting the pain relief. The patient then stated that the physician did increase the number of boluses but did not increase the amount of medication.